Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
In initial report, device manufacturer year was inadvertently provided as year 2007, however, the device manufacturer year is 2008. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2018 with dryness and glare/halo in both eyes (ou) post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of starbursts, glare, halo, double vision, dry eyes that cause burning sensation. Patient has horrible night vision. Patient was prescribed xiidra for the dry eyes. Patient reported symptoms are interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.75 x -.75 x 105; left eye pre-op 20/20 -1.00 x -1.00 x 75. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 90; left eye post-op 20/20 .00 x .00 x 90.